Manufacturer narrative:
The reported event of failure of the stylet to advance down the lumen of the lead was confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil. Visual examination of the lead found the polytetrafluoroethylene coating of the stylet was stripped off of the stylet and the polytetrafluoroethylene coating of the stylet was clogged in the inner coil in the connector region. The cause of the reported event was isolated to the polytetrafluoroethylene coating clogged in the inner coil in the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire would not advance down the lumen of the left ventricular (lv) lead. A new lv lead was used to resolve the event. The patient was stable with no consequences.